Event description:
In 2007, it was reported to boston scientific corporation that an autotome rx cannulating sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (male patient, age unknown). According to the complaint, during the ercp procedure, the autotome rx sphincterotome "cut wire broke." It was reported that the physician successfully completed the procedure using a second autotome rx sphincterotome device. There were no patient complications reported as a result of the broken cut wire.

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device evaluation will not be performed. The relationship between the device and the event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.